Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 4 patients tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3). Based on the data provided, the results for 3 patient samples were erroneous and reported outside of the laboratory. Patient 1 initial a1c-3 result was 9.30%. This result was reported outside of the laboratory where it was questioned by the physician. (B)(6). It was noted that the doctor increased medication for the 3 patients. The name of the medication could not be provided; only that it was a "hypoglycemic agent." No patients were injured or adversely affected due to the medication change. The a1c-3 reagent lot number was 620741. The expiration date was not provided. It was noted that the customer runs quality controls (qc) mid-day. The issue occurred prior to running qc. It was noted that the field service engineer identified an issue with the gear pump and it was replaced. Based on a review of qc data, there was a high, out of range result on the day of the incident that occurred after the event. Since the qc data indicate an issue on the day of the event, a general issue with materials and reagents is not likely. The most likely root cause is that single issues occur with certain samples due to either pre-analytic issues or maintenance problems.

Manufacturer narrative:
The investigation noted that the gear pump issue identified and corrected by the field service engineer (fse) may have been the root cause of the issue. A specific root cause was not identified. The customer has not complained of any additional issues since the service action performed by the fse.